Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours. The patient reported redness, irritation, and a painful lump at the infusion site measuring approximately 2 inches in width. The patient presented to the (B)(6) hospital emergency department on (B)(6) 2026, where a skin infection was diagnosed. As treatment, the patient was prescribed antibiotics (flucloxacillin) and advised following up with their general practitioner. The patient reported remaining in the emergency department for "only a couple of hours" and was discharged the same day. The patient later returned to the hospital for a scheduled follow-up appointment on (B)(6) 2026, during which the same antibiotic (flucloxacillin) was prescribed again. The patient reported resuming insulin therapy using a new pod. The patient also indicated that they no longer have the pod involved in the event.